Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given inconsistent false negative readings on their infant son. The device allegedly gave readings that were 3 degrees lower than the patients actual temperature. The child has a febrile seizure and was taken to the hospital where a fever was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.